Manufacturer narrative:
If additional information become available, this investigation will be updated.

Event description:
Boston scientific received information that during a follow up out of range pacing impedances were noted on this right ventricular lead. A memory dump was sent for review to technical services. The patient will be re-evaluated at a later date. All other measurements were normal and no noise was seen on the electrocardiogram. No adverse patient effects were reported.